Event description:
It was reported that there was potential oversensing on a ventricular tachycardia (vt) arrhythmia with the implantable cardiac monitor (icm). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.